Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm adapter was defective / damaged. The patient was admitted on (B)(6) 2025, presenting with ¿confirmed liver cancer for over one year, with worsening abdominal pain for one month.¿ on (B)(6) 2025, during the insertion of an IV catheter by the responsible nurse (B)(6) in the oncology ward, the white handle of the steel needle detached while withdrawing the needle after observing blood return. The nurse immediately removed the catheter tubing and steel needle and replaced it with a new IV catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.